Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime or a33 test, rewind test and excessive no delivery test. No battery out limit alarm, weak battery alarm, motor error alarm, blank display noted during the testing. Device passed the delivery accuracy test at 0.08865 inches. Device downloaded in the carelink pro software and all bolus deliveries registered properly in the carelink history report noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were not getting correct amount of insulin resulting in higher than normal blood glucose. Customer¿s blood glucose level was unknown. Customer stated that the plunger did not appear to be pushing against reservoir properly. The insulin pump and reservoir will not be returned for analysis.